Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station unable to sync. A technical support specialist dialed in to the station and stopped data sync and maintenance. The tss proceeded to back up the db to the d drive. However, the full sync failed due to being assigned to another device. The tss then dialed in to the server and checked the sync info. The device name was attached to station, with the last download on 05/10/2024. Subsequently, the tss changed the computer name of the device and proceeded to sync, which was successful. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the customer got an error stating ¿object not set from reference¿ and the station was unable to sync. The customer stated that the malfunction occurred when the user was trying to issue the medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.